Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided to rayner states that the development of opacification was observed post corneal surgery. Corneal decompensation of endothelial insufficiency are listed as contraindications in rayner ifus. The healthcare facility has confirmed that the lens has been explanted; however, is not to confirm if the explanted iol will be returned to rayner for analysis. In order to fully investigate the reported development of iol opacification additional information has been requested from the reporting healthcare professional. The healthcare professional has been asked, amongst other things, to provide information on the iol implantation and corneal procedures, a list of substances administered during the surgeries that may have come into contact with the iol and any relevant patient medical history and if applicable, concomitant medications. Any additional information received and the results of any investigation actions performed will be provided in a follow-up report. To date, no information other than that provided, has been made available to rayner.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the development of iol opacification had been observed post corneal surgery.